Manufacturer narrative:
Add'l device used in original procedure: (B)(4).

Event description:
On (B)(6) 2008, this pt was implanted with gore tag thoracic endoprosthesis. On an unk date, a proximal type I endoleak was discovered. On (B)(6) 2008, this pt was implanted with a gore tag thoracic endoprosthesis. The endoleak was resolved.